Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The device was cracked at the front and rear housing and screen. There was no record of the reported problem in the event history log (ehl). The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the no disposable alarm. Root cause could not be determined. Actions were taken to mitigate the reported issues: replaced downstream sensor.

Event description:
It was reported that the pump showed no disposable alarm. No patient injury was reported.